Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -7.0 diopter was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. Claim# :(B)(4).

Manufacturer narrative:
B5- the reporter indicated tha a 13.2mm vicmo 13.2 implantable collamer lens of -7.0 diopter was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause is reported unknown. Claim # (B)(4).